Event description:
It was reported that the patient experienced an incisional seroma with yellow to pink tinged fluid drainage that continued for 1 year with unsuccessful treatment. The entire system was explanted and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). Lead: model 389033, lot# j0326980v, implanted: (B)(6) 2003, explanted: (B)(6) 2004; lead: model 389033, lot# j0320204v I, mplanted: (B)(6) 2003, explanted: (B)(6) 2004.